Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the lead was not able to fit through the introducer of the medical sheath. Lead was not implanted. Patient condition is good after the event.